Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "gel was leaking from both implants"; "lymph nodes were enlarged"

Event description:
Patient reported "an MRI scan for suspected lymphoma showed that gel was leaking from both implants. Suspicion of lymphoma was not confirmed. Lymph nodes were enlarged." Affected side is right. The device remains implanted.

Event description:
The device has been explanted.

Event description:
Patient reported right side "an MRI scan for suspected lymphoma showed that gel was leaking from both implants. Suspicion of lymphoma was not confirmed. Lymph nodes were enlarged." Healthcare professional additionally reported capsular contracture baker grade ii-iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Clarification b3 (date of event): end of 2022. Additional, changed, and/or corrected data: b3.

Event description:
Patient reported "an MRI scan for suspected lymphoma showed that gel was leaking from both implants. Suspicion of lymphoma was not confirmed. Lymph nodes were enlarged." Healthcare professional reported "capsular contracture baker grade ii-iii. Diagnosed by ultrasound and MRI in (B)(6) 2022. Later, patient representative reported "risk of so-called bialcl" and "skin wrinkles". Device has been explanted. This record relates to the right side.

Event description:
Patient reported "an MRI scan for suspected lymphoma showed that gel was leaking from both implants. Suspicion of lymphoma was not confirmed. Lymph nodes were enlarged." Healthcare professional reported "capsular contracture baker grade ii-iii. Diagnosed by ultrasound and MRI in (B)(6) 2022. Later, patient representative reported "risk of so-called bialcl" and "skin wrinkles". Device has been explanted. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Manufacturer narrative:
Clarification to b3 date of event: partial date (B)(6) 2022. Clarification to h6 adverse event problem and h10 related report numbers: un-reporting a0412 material rupture and e0308 lymphadenopathy as it was confirmed that they did not occur to the device in this record. They occurred to the patient's contralateral (left) side device, which was reported under mrn 9617229-2024-02722. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade ii/iii; "silicone particles have passed into breast milk" additional, changed, and/or corrected data: b1, b3, b5, b6, b7, g1, g2, h6, h10, h11.

Event description:
Patient reported "an MRI scan for suspected lymphoma showed that gel was leaking from both implants. Suspicion of lymphoma was not confirmed. Lymph nodes were enlarged." Healthcare professional reported "capsular contracture baker grade ii-iii" diagnosed by ultrasound and MRI. Later, patient representative reported "risk of so-called bialcl", "skin wrinkles", "no signs of rupture or silicone gel leakage from the right implant" via MRI, "on the right side, allergan with 310 cc intact" confirmed during explant surgery, and "silicone particles have passed into breast milk". Patient representative indicated "enlarged lymph nodes" only affected the contralateral side. Patient representative also reported the following events, which are not device-related: "diagnosed with an autoimmune disease" and "infection of the milk ducts during weaning. This was treated with antibiotics" while the devices were implanted; and "mammary asymmetry", "ptosis of the skin mantle", and "massively rough scars, which are extremely sensitive to touch" after the device was explanted. Device has been explanted. This record relates to the right side.